Event description:
The user facility reported while using the automated impella controller (aic) for training, an alarm stating "self-diagnosis failed." The aic was not operational. The staff turned the power on and off several times and the problem persisted. The aic was to be returned for investigation.

Manufacturer narrative:
The investigation into the aic-self check error has been completed. Data analysis: the reported failure has been confirmed. Logs show the aic was booted ten times on the complaint date. Device analysis: the console was tested after arriving in field service. Upon visual inspection, it was confirmed the partition boot manager (pbm) board was corroded on both sides. The root cause for the system self-diagnosis failure was due to pbm corrosion. The failure modes will be monitored and trended.